Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient's eon mini ipg was explanted and replaced on (B)(6) 2019 due to uncomfortable tonic stimulation. Effective therapy was established post-operatively. Uncomfortable stimulation has resolved.